Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the complaint device photos were documented and added to the complaint file on 02-sep-2025. This MDR submission also includes the complete primary UDI number of the device, and a review of the manufacturing documentation associated with lot 9648427. The product analysis lab received the complaint device on 11-sep-2025. A supplemental 3500a report will be submitted once the product investigation has been completed. A review of manufacturing documentation associated with this lot (9648427) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. Updated sections: b.4, d.4, d.9, g.3, g.6, h.2, h.4, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: the initial examination of the returned emboguard device showed no evidence of damage on the returned device. Visual inspection of the balloon region identified a tear in the balloon material; the balloon was unable to be inflated due to the tear. No further damage was noted at any other locations on the device. The visual inspection also indicates that the returned emboguard device was correctly assembled and manufactured, with all adhesive bonds and joints complete and undamaged. A minimum ID check of the emboguard device confirmed that there was no restriction in the main lumen of the device. The complaint report detailed that the balloon would inflate during device preparation. The complaint event also states that the balloon appeared abnormal when inflated in the patient. No abnormality was noted during the device preparation. As the balloon was ruptured the shape of the balloon could not be confirmed. The complaint report also details that the balloon was inflated after being removed from the patient. During this inflation the balloon ruptured. The complaint event does not state the volume used to inflate the balloon. A possible cause of the rupture is the balloon being overinflated. While the balloon rupture complaint event can be confirmed the root cause cannot be established from the information provided. There is no indication that this complaint was a result of a defect or malfunction of the emboguard device. A review of manufacturing documentation associated with this lot (9648427) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a thrombectomy procedure to treat a cerebral infarction, devices were used in accordance with their instructions for use (ifus). The 95cm emboguard 87 balloon guide catheter (bgc) (bg8795u / 9648427) was used as a guiding catheter. The emboguard bgc was prepared and there were no issues observed when it was inflated outside of the patient¿s anatomy. After the emboguard bgc was inserted into the patient¿s body and advanced toward the lesion with continuous flush maintained, the physician noticed that the shape of the emboguard bgc was abnormal under angiography. It was removed and when it was inflated outside of the patient¿s body, it expanded into the shape of a snowman and subsequently ruptured. The physician replaced it with an optimo¿ balloon guide catheter (tokai medical products) and the procedure was successfully completed. There was no negative impact on the patient. On 27-aug-2025, additional information was received. Detail and information on the location of the target vessel / location of the occlusion targeted by the thrombectomy procedure could not be obtained. The information indicated that a radifocus® introducer sheath (terumo) was used. A peel-away sheath was also used, per the information, ¿during delivery, the physician was worried whether the size of the attached peel-away sheath would fit inside the 8fr sheath, so only used a part of the tip of the peel-away sheath.¿ a 6 fr. Inner catheter was also used. The information indicated that the emboguard ruptured while it was being inflated outside of the patient¿s anatomy.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section d4: primary UDI number: the manufacturing date of the device is currently not available. Therefore, the full UDI is currently not available. Section e.1: the initial reporter phone is not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Section h.4: the device manufacture date is currently not available. Therefore, the full UDI is currently not available. A review of the manufacturing documentation associated with this lot: (9648427) is in process. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the review of the pre-shipment photos completed by the product analysis team. The review is documented below. [Photo review]: upon review of the photographs, no deformation of the shaft or distal tip. A small tear was noted in the balloon. No abnormalities were observed in the appearance of the hub or strain relief. From the photographs provided, there was no further damage or deformation of the emboguard device. Note: luer-activated valve lav, dilator, rhv, peel away sheath, and emboguard packaging (individual packaging box, mounting card, and protective tube) are not visible in the photographs provided, therefore, the condition of the packaging cannot be confirmed. Based on evidence of a ruptured balloon, the complaint event can be confirmed. The potential cause of the complaint may be attributed to patient and procedure specific factors (e.g. Tortuous anatomy). However, the root cause of a ruptured balloon could not be determined based on the information and photographs provided (i.e. Patient specific factors, procedural factors). A review of manufacturing documentation associated with this lot (9648427) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. Updated sections: b.4, g.3, g.6, h.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.